Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. E1 (B)(6) hospital(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited foreign material in the forceps channel; something is caught. The issue was found during set up. There were no reports of patient harm.